Event description:
It was reported that in an attempt to place a new implantable neurostimulator (ins) in the abdomen they had connected everything together and found a short in between 8 and 9. They thought it was around 50 ohms. During the extension exchange on (B)(6) 2015 the healthcare professional had noted a wire abnormality in the right brain lead which was confirmed with impedance testing. It was noted that there had been some difficulty in removing the previous extension which the healthcare professional believed may have contributed to excess stress on the lead resulting in the damage. Impedance values were c/8-916, c/9-897 and 8/9-54. All other combinations were between 1100 and 1200 ohms. The patient had previously been programmed on case and 10 so he was returned to these settings on the afternoon of (B)(6) 2015. No other combinations were showing out of range and they would notify programming team to review impedances at each appointment. The patient was doing very well and had full control of the parkinson¿s symptoms. Reference manufacturer¿s report number: 3004209178-2015-03031 for patient¿s previous system.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0670cv02, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0670cv02, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(4) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type; programmer, patient. Product ID; 3389s-40, lot# va0670cv02, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0670cv02, implanted: (B)(6)2014, product type: lead. (B)(4).